Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 had consistently failed and required maintenance. A field service engineer (fse) performed corrective actions on the microswitch latch assembly. The microswitches were cleaned, and the wire harness connectors were re-tightened. The customer successfully completed testing using both the user application and the hardware testing application. The customer was able to recover storage space and access compartments without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 was consistently failed and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.